Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the catheter, guide wire introducer and coil were returned. The coil was protruding from the tip of the catheter and blood was visible on the coil fiber. The coil was not able to be advanced through the catheter. The catheter was cut several times in an attempt to remove the coil; however, due to the dried blood, this attempt was unsuccessful. The coil had to be pulled from the catheter tip and became stretched. Microscopic inspection of the coil revealed both the apex zap tip and the base zap tip shapes and surfaces were smooth. As the proximal end of the coil could not be released from the introducer hub, not all dimensions could be measured. The dimensions which could be measured were found to meet specifications. The guide wire introducer measured 0.0165". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as an incompatible catheter was used and continuous flush was not maintained as instructed in the dfu. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil only partially delivered. The patient was being treated for a colonic bleed in moderately tortuous anatomy. A non bsc microcatheter with a pre-loaded wire was positioned in the aneurysm. The 3mm/3.3 mm vortx-18 diamond fibered platinum coil was loaded into the proximal end of the microcatheter. Utilizing the included pusher wire, the coil was advanced through the catheter. As the coil was emerging from the distal end of the catheter it became stuck and would not completely deliver to the lesion. It was further noted that the wire appeared jammed with the coil. The coil and the catheter were removed together as a unit and the treatment was completed with another catheter and successful deployment of 8 additional .018 bsc coils. There were no patient complications reported.

Event description:
It was reported that during an embolization treatment procedure, the coil only partially delivered. The patient was being treated for a colonic bleed in moderately tortuous anatomy. A non bsc microcatheter with a pre-loaded wire was positioned in the aneurysm. The 3mm/3.3 mm vortx-18 diamond fibered platinum coil was loaded into the proximal end of the microcatheter. Utilizing the included pusher wire, the coil was advanced through the catheter. As the coil was emerging from the distal end of the catheter it became stuck and would not completely deliver to the lesion. It was further noted that the wire appeared jammed with the coil. The coil and the catheter were removed together as a unit and the treatment was completed with another catheter and successful deployment of 8 additional .018 bsc coils. There were no patient complications reported.